Event description:
It was reported that there were concerns regarding this pacemaker's longevity. Technical services (ts) performed a data analysis and confirmed that the device was depleting normally. Ts stated that the power consumption increased due to the onset of persistent atrial arrhythmias. The device remains in use. No adverse patient effects were reported. Additional information received indicated that this device was explanted due to infection. No additional patient adverse effects were reported.

Manufacturer narrative:
Correction to field b3: date of event and bsc aware date field.

Event description:
It was reported that there were concerns regarding this pacemaker's longevity. Technical services (ts) performed a data analysis and confirmed that the device was depleting normally. Ts stated that the power consumption increased due to the onset of persistent atrial arrhythmias. Additional information received indicated that this device was explanted due to infection. No additional patient adverse effects were reported.

Event description:
It was reported that there were concerns regarding this pacemaker's longevity. Technical services (ts) performed a data analysis and confirmed that the device was depleting normally. Ts stated that the power consumption increased due to the onset of persistent atrial arrhythmias. The device remains in use. No adverse patient effects were reported. Additional information received indicated that this device was explanted due to infection. No additional patient adverse effects were reported. Subsequently, the device was returned for analysis.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did. Device memory was reviewed. It was also noted that the device sensed in the atrial chamber high percentage of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.